Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that approximately 11 years post-operatively, the patient has presented with reduced vision and eye examination identified opacification of the iol. The healthcare facility plans to explant the lens. Rayner has requested that the lens be retained post explant and returned for scanning electron microscopy (sem) and energy dispersive x-ray (edx) analysis. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. There is insufficient information available to determine the cause of the onset of iol opacification in this case. Rayner is following up its indian affiliate company to obtain additional information to facilitate further investigation of this event.

Event description:
On (B)(6) 2023, rayner received notification from its indian affiliate company of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that approximately 11 years post-operatively the patient presented with reduced vision and iol opacification was observed on examination.